Event description:
On (B)(6) 2011, outpatient surgery nurse was opening a sealed IV smartsite gravity kit and noticed particles on the inside of the fluid chamber. Item not used on pt. Lot number 11086177, product number (B)(4). Immediately checked facility wide inventory. No other items found with particulate matter. Per (B)(6) - the vendor contacted the facility and they are sending (B)(6) a case file number and probably some sort of questionnaire. The vendor asked to have the facility to send back the item, (B)(4).